Event description:
It was reported that before an unknown procedure, there was a damaged primary package. A hole in the inner packaging was found. So the device was no more sterile. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4) 2009. Information anticipated, but unavailable at this time.